Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported call service alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box history found record of the reported call service alarm five days before the complaint date. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported call service alarm issues. An audio bolus and a normal bolus were executed and recorded correctly. Pump casing was opened and no intermittent conditions or evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, the display was found to be dim and faded. A battery compartment crack was found below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue that the customer was unable to clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.